Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report:3005168196-2020-01370. Section b. Box 5. Describe event or problem; section d. Box 10. Device available for evaluation?; section h. Box 3. Reason for non-evaluation; section h. Box 6. Method code 1 , method code 2 & method code 3; section h. Box 6. Results code 1; section h. Box 6. Conclusions code 1; section h. Box 10. Additional info/corrected data. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a basilar bifurcation in the posterior circulation using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, smart coils were successfully implanted in the target location. While attempting to advance the next smart coil, the coil would not advance past its initial position within the introducer sheath. Therefore, the smart coil was not used in the procedure. The procedure was completed using one additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the superior cerebellar artery using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, two smart coils were successfully implanted in the target location. While attempting to advance the next smart coil, the coil would not advance past its initial position within the introducer sheath. Therefore, the smart coil was not used in the procedure. The procedure was completed using one additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.